Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qhbdrm , and no non-conformances were identified. (B)(4). Investigation summary: four sealed boxes (12ea) and an opened box with eight packets of product code 8648 initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The following information was requested, but unavailable: please provide procedure name and date. What was being done when the suture broke (removal from package / during passage through tissue/ during tying / post-op)? What was used to complete the procedure? What tissue was being approximated or sutured when it broke? How was surgery completed? Patient condition?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.